Event description:
It was reported that the device shock therapy board is defective. There was reportedly no patient involvement.

Event description:
It was reported that the device shock therapy board is defective. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text : customer advised the product is at end of service, no parts available for repair.